Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After an atrial fibrillation procedure, there a pericardial effusion found which required pericardiocentesis. Twenty minutes after the procedure was completed the patient became hypotensive. Ultrasound and fluoroscopy confirmed the pericardial effusion and a pericardiocentesis was performed, stabilizing the patient. It is unknown at what point or how the pericardial effusion occurred.